Event description:
It was reported that the 9800 system poor image quality with roadmap images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable will be replaced by the hospital biomed. The customer canceled the service call.